Manufacturer narrative:
This instrument has been investigated. On 11 -03-2015 an ocd field engineer (fe) arrived at the customer site and found poor reference image. The fe notified gss service engineer. The fe performed a new reference image and gss service engineer confirmed the image was good. The customer ran and accepted qc. Repairs have returned this instrument to expected operation.

Event description:
The reference image was found to be unacceptable due to debris and black marks in a couple of the wells. (B)(4).